Event description:
The customer contact reported difficulty regulating flow; subsequently, the pt received more IV fluid than intended. The tubing set was being used to deliver 1000ml of normal saline. The customer contact reported between 1830 and 1945, the pt received an unspecified amount IV fluid that was more than intended. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded.